Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical prostatectomy, when sealing neurovascular band, handle was squeezed but clips would not load. Another clip applier was used to complete the case. There was no patient injury.